Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye because they experienced a hyperopic outcome. The replacement lens information was not provided. There was no vitrectomy, sutures, or incision enlargement required. There was no patient injury. No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown/not provided. Best estimate is between (B)(6) 2022 to (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The replacement lens information is now provided as (B)(6).

Manufacturer narrative:
Received additional information from the customer that the explant date initially reported was (B)(6) 2022. The customer has now indicated the correct explant date as (B)(6) 2022. Also, provided was the age of the patient to be 74 yrs. Old. Moreover, the replacement lens was for serial number (B)(6). The originally implanted lens is the same model diopter 22.0. Per explant guidance, the event is not due to a product quality issue with the original lens. Therefore, considering the reported issue of hyperopic outcome and the replacement lens information, the event is re-assessed as not reportable. Field below is updated to reflect correction and additional information. There will no longer be any further reporting under MFR report number 3012236936-2022-01071. Section a2: age: 74 yrs. Old. Section d6b if explanted; give date: (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.